Event description:
It was reported that unspecified bd¿ catheter leaked. The following information was provided by the initial reporter: the entry descirption from the 1st complaint recieved from the customer regarding the issue with venflons: "valve venflon dislodged on flushing, blood lost through injection port." The complaint refers to the venflon 18g. The complaint raised through the escalation of the emails while contacting the employees of gstt with regard to the number of incidents regarding bd venflon at their hospital.

Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. CAPA# 1379444 has been initiated to address the issue. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ catheter leaked. The following information was provided by the initial reporter: the entry description from the 1st complaint received from the customer regarding the issue with venflons: "valve venflon dislodged on flushing, blood lost through injection port." The complaint refers to the venflon 18g. The complaint raised through the escalation of the emails while contacting the employees of gstt with regard to the number of incidents regarding bd venflon at their hospital.